Event description:
It was reported that the tower on the 9800 system c-arm will not go up or down. This was noted before a case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found the keyswitch set between the on and off position. Reset the keyswitch. The system was tested and found to be working as intended and placed back into service.